Event description:
It was reported that during use of implantable pulse generator (ipg) the patient suffered from muscle twitch near the device with bipolar setting. The ipg was explanted and replaced. After ipg withdrawal physician noted that the silicone around the device setscrew appeared damage. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst indicated microscopic inspection of the grommet and setscrew revealed no issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.